Event description:
Surgeon stated he had 2 small burns from an electrosurgical device. The electrosurgical device was checked by bio-med and no equipment problem identified. Disposal pencil was thrown away by staff so that could not be checked. In the past when this occurred it was due to user-error with electrosurgical device touching hemostat.